Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery on a female patient, ophthalmic knife was forced for incision and when the resistance gave way all at once, the tip of the knife went too far into the anterior chamber and speckled the anterior capsule behind the base of the iris. The capsule was ruptured posteriorly and the crystalline lens fell into the vitreous. Patient was operated on again at a later stage, and the implant was placed in the sulcus. The post-operative course was uncomplicated. This complaint is pertaining the one of two reports received from the initial reporter.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of obliged to force, ac speckled, pc rupture, lens fell into the vitreous, sulcus implant; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. A nonconformance investigation is currently in progress to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).